Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that for the past week or two they have had a hard time connecting to their device to charge and sometimes they will luck out and will be able to charge. Pt also said that they noticed the cord by the recharger paddle gets warmer than normal. Pt said that their controller says "no device found" when they have the recharger plugged in and when they don't have the recharger plugged in. Pt said the controller was saying this today and their implant had some charge. Pt reset their controller. Pt saw no visible damage to the controller or battery pack. After reset, the controller said "no device found try again or recharge". Pt connected the recharger and hit recharge and the controller went back to the same screen. Pt mentioned their implant battery was depleted due to being unable to charge during an unrelated hospital stay. Pt said that if they twist a little bit they can feel the stimulation but they don't feel the stimulation down their leg like the usually do. Pt said they had the stimulation set at 3.2 and they will usually feel the stimulation in their leg after they charge their implant. Pt said they woke up at 3:30 am last night and didn't feel anything in their leg like they usually do. Pt mentioned on the call that they have let their implant battery go to empty before charging. Pt mentioned they weren't sure if the implant actually charged up when they thought they were charging the implant. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. The patient later called back stating they received the replacement rtm and they were able to charge their ins but "no device found" continues to display on their controller. Pt called back stating they received the replacement rtm and was able to charge their ins but "no device found" continues to display on their controller. Pt called back stating they got the new controller and when they went to connect the recharger to the controller the controller would go blank. During call pt put the controller battery from the old controller into the new one. Pt was able to finish setting up their controller. Pt attempted to charge their implant and the implant was recharging at excellent with a green flashing light.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). UDI: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.